Event description:
It was reported to boston scientific corporation that a needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the needleknife sphincterotome was used to perform a sphincterotomy. Following the sphincterotomy, an active bleed was noted at the papilla. Epinephrine was injected at the site of the bleed and hemostasis was successful. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The date of event is unknown but was approximated to have occured during the week of (B) (6) 2010. (B) (6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4). Intervention required; epinephrine used to stop bleed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.